Event description:
The patient had both coronary sinus catheter and endovent placed prior to mvr. Both necklines were placed with no problem in under 40 minutes. The patient had a number of complications including difficulty arresting the heart, where additional k+ was given. The heart was slow to build pressure at the end of the case due to the amount of k+. The surgeon was able to build pressure, come off pump and close the case. Sales rep left o.r. To talk with the surgeon and was asked to return. Upon returning, he saw the coronary sinus catheter tip missing and bare metal wire exposed and uncoiled. The coronary sinus catheter tip broke off at the point where the distal end of the balloon attaches to the catheter. Approximately 2cm of white catheter tubing and the balloon was missing. A scan was done in the neck, heart and lung area. No noticeable piece was found. Dr then pulled the coronary sinus introducer and broke it apart to see if the piece was lodged at the valve of the introducer. It was not found there either. Another scan was done without finding the tip of the catheter. Another dr was notified by hospital staff. His assumption was that if the piece was still in the patient, it would do more damage than good to go back in for it.

Manufacturer narrative:
Device not returned.